Event description:
It was reported that the ilet bionic pancreas had a broken cartridge connector that could not be unlocked, and the caregiver attempted to force it open with pliers and a butter knife, after which the device remained difficult to use though the screen functioned. Symptoms included no injury. Outcomes included device replacement and instructions to return the affected unit. Investigation included review of the reported device issue and user troubleshooting education. Investigation of this case revealed a damaged connector component consistent with a connector or latch malfunction leading to inability to remove the cartridge. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the connector, plausibly exacerbated by user attempts to force the mechanism.